Event description:
It was reported that during a follow up in clinic, high pacing impedance was noted on the left ventricular (lv) lead. X-ray imaging was performed and no anomalies were observed. The device was reprogrammed to resolve the event. The patient was in stable condition.